Event description:
The customer reported via phone call that he wanted a replacement insulin pump due to the scroll wrap recall. The insulin pump's battery was only lasting three days. A replacement battery cap did not resolve the issue. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics. No low battery life anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.